Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had a tampon string completely ripp off and left a tampon inside me- vagina [foreign body in reproductive tract] had a tampon string completely ripp off - tampax [device breakage] case narrative: consumer reported via email that the tampon string ripped off. No serious injury was reported.